Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Analysis of the returned device identified: weight to the spec, opening on posterior. A visual and microscopic analysis was performed which identified: sharp opening, crease fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported rupture. The device was explanted and replaced with a non-allergan device. This record is for the right side.